Manufacturer narrative:
The returned perforator was visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling. It was found to meet specification requirements. The reported condition could not be duplicated. Review of the device history record has found no discrepancies. The complaint cannot be confirmed. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that the clutch mechanism failed on the codman perforator when a tumor resection was done. The drill did not stop when inner table of skull was breached. As a result the patient experienced massive blood loss. It was reported to be a life threatening event.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.